Manufacturer narrative:
The customer complaint was received on 06/06/2012, and the device was returned to ibc for evaluation on 07/25/2012. Upon return, it was confirmed that the pump had a leak. The root cause was not established, but it is possible that aggressive debubbling during the priming could have caused the issue.

Event description:
The customer claimed that during cpb, the pump had a leak. This required the perfusionist to make a switch of the pump. This led to a complication in surgery and put the patient at risk. There was no indication of the patient condition after the event.